Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported there was stimulation in an undesired location. The patient had a reprogramming session with a manufacturer's representative (rep) at a healthcare provider's (hcp) office. Since then, the patient's stimulation did not do enough for his lower back, but it helped the legs (tingling/numb legs). Stimulation coverage was not adequate. There was an issue with driving and the patient noted that when driving, it "kills" him after a long period due to the driving. The patient had the ability to change stimulation. The patient had tried increasing stimulation on all programs, but it had not helped. After patient programmer (pp) use was reviewed with the patient, he noted he only had one group with thee programs. The patient had an appointment with his managing hcp on (B)(6) 2016. The patient inquired about coordinating with a rep for that date. It was reviewed with the patient to follow-up with his hcp. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported there was pain in the upper and lower back and the patient wanted the stimulation to cover the whole spine. The patient made stops many times as steps to resolve the event. It helped the pain going down the leg and feet, but the patient's lower back still felt very bad. The patient could not drive for long.